Manufacturer narrative:
Additional narrative: examination of the returned instrument could not confirm the complaint; nothing was found broken. A search of the complaint database found no additional reports for the reamer getting stuck in the acetabulum or shards breaking off for this product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fifty five quick set reamer got stuck in acetabulum. Upon retrieval, a shard of metal was found outside of the patient.